Event description:
Patient's chemo was sent out from pharmacy on primed ivpb (intravenous piggyback) tubing with ICU medical chemolock attached. When rn attempted to attach matching ICU medical chemolock in pt's infusion room, the chemolock would not stay attached. Rn tried 3 different chemolocks before finding one that would stay attached.